Event description:
A pump had declared multiple cartridge alarms during the loading process, which were identified as alarm 20's. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.